Event description:
The valve was explanted after an implant duration of approximately 8 years and replaced with a model 3300tfx 27mm valve. The operative report states "the previous aortotomy was reopened and a failed bioprosthesis was present, it was well seated but the leaflets were stiff and nonmobile. It was uneventfully excised."

Manufacturer narrative:
Device not returned. Operative report states: the previous aortotomy was reopened and a failed bioprosthesis was present. It was well seated but the leaflets were stiff and nonmobile. It was uneventfully excised. Felt pledgets used to secure the valve initially were all removed and a new 27-mm supra-annular magna valve was sewn into place using a next-stitch technique without the use of pledgets. The aortotomy was closed. Air was evacuated from the heart. The patent foramen ovale was closed thru a right atriotomy. The patient was weaned from cardiopulmonary bypass after total bypass time of 76 minutes. It is unknown at this time if the device is available for return based on the response from the health care provider. Device follow up is in progress. If new information is received, a follow up report will be submitted. No update has been received regarding patient condition. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, no patient history or reason for explant was provided. It is only known that the "leaflets were stiff and nonmobile". Without additional information, clarification from the health care provider or return of the device for evaluation, we are unable to determine root cause for this event.